Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('unusual and severe bilateral lower abdominal pain') in a 40-year-old female patient who had essure inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "insertion difficult on left side" on (B)(6) 2014 and device material issue "microscopic analysis of the implants after removal: tin scrap with a size of several microns" on (B)(6) 2019. The patient's medical history included parity 2 (2001 and 2006). Concomitant products included intrauterine contraceptive device (iud nos) for contraception. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced bartholin's cyst ("bartholin gland cyst detected"). In april 2015, the patient experienced urinary incontinence ("urinary leakage"). In 2015, the patient experienced polymenorrhagia ("unusual frequent and heavy menstrual bleedings"), adenomyosis ("adenomyosis") and fatigue ("fatigue"). On (B)(6) 2019, the patient was found to have uterine leiomyoma ("fibromyoma"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("unusual and severe bilateral lower back pain"), headache ("unusual headaches"), disturbance in attention ("concentration problems"), speech disorder ("speech disorders"), memory impairment ("immediate memory impairment"), vision blurred ("blurred vision"), madarosis ("eyebrows loss"), onychomadesis ("nail loss"), alopecia ("hair loss"), tremor ("unusual and unexplained leg and thumbs tremors"), insomnia ("sleep disorders (recurrent insomnia)"), anxiety ("anxiety"), skin discolouration ("brown spot on the face"), musculoskeletal pain ("muscular and joint pain"), tendonitis ("repeated tendinitis"), dizziness ("dizziness"), burning sensation ("burning sensation"), paraesthesia ("tingling sensation"), arrhythmia ("heart rhythm troubles"), cognitive disorder ("cognitive troubles (concentration and memory)") and visual impairment ("vision disturbances"). The patient was treated with diclofenac diethylamine (anti inflammatory) and surgery (removal of the uterus and fallopian tubes and urine leakage treated with kinesiotherapy and surgery in (B)(6) 2016). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower, polymenorrhagia, headache, tremor, dizziness, burning sensation and paraesthesia had resolved, the back pain, fatigue and arrhythmia was resolving, the uterine leiomyoma, adenomyosis, bartholin's cyst, urinary incontinence, disturbance in attention, speech disorder, memory impairment, vision blurred, onychomadesis, insomnia, anxiety, skin discolouration, musculoskeletal pain and tendonitis outcome was unknown and the madarosis, alopecia, cognitive disorder and visual impairment had not resolved. The reporter considered abdominal pain lower, adenomyosis, alopecia, anxiety, arrhythmia, back pain, bartholin's cyst, burning sensation, cognitive disorder, disturbance in attention, dizziness, fatigue, headache, insomnia, madarosis, memory impairment, musculoskeletal pain, onychomadesis, paraesthesia, polymenorrhagia, skin discolouration, speech disorder, tendonitis, tremor, urinary incontinence, uterine leiomyoma, vision blurred and visual impairment to be related to essure. The reporter commented: (B)(6) 2014: iud removal not possible (not further specified). Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on an unknown date: good position of essure implants. Blood test - in 2017: no thyroid problems, no menopause. Hysteroscopy - on (B)(6) 2014: insertion of essure: 4 trailing coils on right and 2 trailing coils on left side essure insertion under general anesthesia: difficult on the left side: intra venous injection of 100 mg antiinflammatory drug. Magnetic resonance imaging - on (B)(6) 2019: to check potential adenomyosis and implants position. Results: focal adenomyosis lesion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc on (B)(6) 2020: ha number added to the case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('unusual and severe bilateral lower abdominal pain') in a (B)(6) female patient who had essure inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "insertion difficult on left side" on (B)(6) 2014 and device material issue "microscopic analysis of the implants after removal: tin scrap with a size of several microns" on (B)(6) 2019. The patient's medical history included parity 2 (2001 and 2006). Concomitant products included intrauterine contraceptive device (iud nos) for contraception. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced bartholin's cyst ("bartholin gland cyst detected"). In (B)(6) 2015, the patient experienced urinary incontinence ("urinary leakage"). In 2015, the patient experienced polymenorrhagia ("unusual frequent and heavy menstrual bleedings"), adenomyosis ("adenomyosis") and fatigue ("fatigue"). On (B)(6) 2019, the patient was found to have uterine leiomyoma ("fibromyoma"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("unusual and severe bilateral lower back pain"), headache ("unusual headaches"), disturbance in attention ("concentration problems"), speech disorder ("speech disorders"), memory impairment ("immediate memory impairment"), vision blurred ("blurred vision"), madarosis ("eyebrows loss"), onychomadesis ("nail loss"), alopecia ("hair loss"), tremor ("unusual and unexplained leg and thumbs tremors"), insomnia ("sleep disorders (recurrent insomnia)"), anxiety ("anxiety"), skin discolouration ("brown spot on the face"), musculoskeletal pain ("muscular and joint pain"), tendonitis ("repeated tendinitis"), dizziness ("dizziness"), burning sensation ("burning sensation"), paraesthesia ("tingling sensation"), arrhythmia ("heart rhythm troubles"), cognitive disorder ("cognitive troubles (concentration and memory)") and visual impairment ("vision disturbances"). The patient was treated with diclofenac diethylamine (anti inflammatory) and surgery (removal of the uterus and fallopian tubes and urine leakage treated with kinesiotherapy and surgery in (B)(6) 2016). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower, polymenorrhagia, headache, tremor, dizziness, burning sensation and paraesthesia had resolved, the back pain, fatigue and arrhythmia was resolving, the uterine leiomyoma, adenomyosis, bartholin's cyst, urinary incontinence, disturbance in attention, speech disorder, memory impairment, vision blurred, onychomadesis, insomnia, anxiety, skin discolouration, musculoskeletal pain and tendonitis outcome was unknown and the madarosis, alopecia, cognitive disorder and visual impairment had not resolved. The reporter considered abdominal pain lower, adenomyosis, alopecia, anxiety, arrhythmia, back pain, bartholin's cyst, burning sensation, cognitive disorder, disturbance in attention, dizziness, fatigue, headache, insomnia, madarosis, memory impairment, musculoskeletal pain, onychomadesis, paraesthesia, polymenorrhagia, skin discolouration, speech disorder, tendonitis, tremor, urinary incontinence, uterine leiomyoma, vision blurred and visual impairment to be related to essure. The reporter commented: (B)(6) 2014: iud removal not possible (not further specified). Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on an unknown date: good position of essure implants. Blood test - in 2017: no thyroid problems, no menopause. Hysteroscopy - on (B)(6) 2014: insertion of essure: 4 trailing coils on right and 2 trailing coils on left side essure insertion under general anesthesia: difficult on the left side: intra venous injection of 100 mg antiinflammatory drug. Magnetic resonance imaging - on (B)(6) 2019: to check potential adenomyosis and implants position. Results: focal adenomyosis lesion. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('unusual and severe bilateral lower abdominal pain'), embedded device ('potential presence of particles of essure insert in uterine tissue'), device expulsion ('potential presence of particles of essure insert in uterine tissue') and device breakage ('potential presence of particles of essure insert in uterine tissue') in a 40-year-old female patient who had essure inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "insertion difficult on left side" on (B)(6)2014 and device material issue "microscopic analysis of the implants after removal: tin scrap with a size of several microns" on (B)(6)2019. The patient's medical history included parity 2 (2001 and 2006). Concomitant products included intrauterine contraceptive device (iud nos) for contraception. On (B)(6)2014, the patient had essure inserted. On (B)(6)2014, the patient experienced bartholin's cyst ("bartholin gland cyst detected"). In (B)(6) 2015, the patient experienced urinary incontinence ("urinary leakage"). In 2015, the patient experienced polymenorrhagia ("unusual frequent and heavy menstrual bleedings"), adenomyosis ("adenomyosis") and fatigue ("fatigue"). In 2019, the patient experienced procedural pain ("pelvic pain following essure removal"). On (B)(6)2019, the patient experienced pes anserinus tendinitis ("tendinopathy of pes anserinus with medial bursopathy"). In (B)(6) 2019, the patient experienced autoimmune thyroiditis ("hashimoto disease"). On 27-aug-2019, the patient was found to have uterine leiomyoma ("fibromyoma"). On (B)(6)2019, the patient experienced decubitus ulcer ("bleeding probably due to bedsore"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion medically significant), device expulsion (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), back pain ("unusual and severe bilateral lower back pain"), headache ("unusual headaches"), disturbance in attention ("concentration problems"), speech disorder ("speech disorders"), memory impairment ("immediate memory impairment / memory disorder"), vision blurred ("blurred vision"), madarosis ("eyebrows loss"), onychomadesis ("nail loss"), alopecia ("hair loss"), tremor ("unusual and unexplained leg and thumbs tremors"), insomnia ("sleep disorders (recurrent insomnia)"), anxiety ("anxiety"), skin discolouration ("brown spot on the face"), musculoskeletal pain ("muscular and joint pain"), tendinitis ("repeated tendinitis"), dizziness ("dizziness"), burning sensation ("burning sensation"), paraesthesia ("tingling sensation"), arrhythmia ("heart rhythm troubles"), cognitive disorder ("cognitive troubles (concentration and memory)"), visual impairment ("vision disturbances"), menorrhagia ("menorrhagia"), metrorrhagia ("metrorrhagia"), dysmenorrhoea ("dysmenorrhea"), myalgia ("muscle pain in thights"), aphasia ("difficulty finding the appropriate words") and dysuria ("dysuria"). The patient was treated with diclofenac diethylamine (anti inflammatory), levothyroxine and surgery (removal of the uterus and fallopian tubes and urine leakage treated with kinesiotherapy and surgery in (B)(6)2016). Essure was removed on (B)(6)2019. At the time of the report, the abdominal pain lower, polymenorrhagia, headache, tremor, dizziness, burning sensation and paraesthesia had resolved, the embedded device, device expulsion, device breakage, uterine leiomyoma, adenomyosis, bartholin's cyst, urinary incontinence, disturbance in attention, speech disorder, memory impairment, vision blurred, onychomadesis, insomnia, anxiety, skin discolouration, musculoskeletal pain, tendinitis, menorrhagia, metrorrhagia, dysmenorrhoea, myalgia, aphasia, dysuria, pes anserinus tendinitis, procedural pain, decubitus ulcer and autoimmune thyroiditis outcome was unknown, the back pain, fatigue and arrhythmia was resolving and the madarosis, alopecia, cognitive disorder and visual impairment had not resolved. The reporter considered abdominal pain lower, adenomyosis, alopecia, anxiety, aphasia, arrhythmia, autoimmune thyroiditis, back pain, bartholin's cyst, burning sensation, cognitive disorder, decubitus ulcer, device breakage, device expulsion, disturbance in attention, dizziness, dysmenorrhoea, dysuria, embedded device, fatigue, headache, insomnia, madarosis, memory impairment, menorrhagia, metrorrhagia, musculoskeletal pain, myalgia, onychomadesis, paraesthesia, pes anserinus tendinitis, polymenorrhagia, procedural pain, skin discolouration, speech disorder, tremor, urinary incontinence, uterine leiomyoma, vision blurred, visual impairment and tendinitis to be related to essure. The reporter commented: essure insertion was performed on (B)(6)2014 under general anesthesia: no difficulty on right side, passage impossible on left but then possible following intravenous injection of anti-inflammatory drugs 100 mg. 4 trailing coils on right and 2 on left. Duration of the hysteroscopy: 7 min. Removal of bartholin gland cyst and of iud on (B)(6)2014 under general anesthesia . Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on an unknown date: good position of essure implants. Blood test - in 2017: no thyroid problems, no menopause. Blood thyroid stimulating hormone (mcu/ml) - on (B)(6)2019: 1.83 mcu/ml. Hysteroscopy - on (B)(6)2014: insertion of essure: 4 trailing coils on right and 2 trailing coils on left side essure insertion under general anesthesia: difficult on the left side: intra venous injection of 100 mg antiinflammatory drug. Magnetic resonance imaging - on (B)(6)2019: to check potential adenomyosis and implants position. Results: focal adenomyosis lesion. Pathology test - in 2019: 34 nasca probably with endogenous origin, 3 iron oxide, 2 calcium oxide, 1 aluminium metal, 1 platinum metal. Except for platinum, the composition of the particles didn¿t correspond to the elemental composition of essure inserts.; in 2019: this examination didn¿t exclude the possibility of potential presence of particles of essure insert in the uterine tissue. Ultrasound scan - on (B)(6)2019: tendinopathy of pes anserinus with medial bursopathy. Valsalva maneuver - on (B)(6)2016: cervico-urethral. Hypermobility, slight decrease in closing pressure with no leak during. Evoked contributory factors were: urethral stenosis in association slight urethral instability. Most recent follow-up information incorporated above includes: on 12-oct-2020: lab data, treatment drugs and events menorrhagia, metrorrhagia, dysmenorrhea, muscle pain in tights, difficulty finding the appropriate words, dysuria, tendinopathy of pes anserinus with medial bursopathy, pelvic pain following essure removal, bleeding probably due to bedsore and hashimoto disease added. Pathological examination did not exclude the possibility of potential presence of particles of essure insert in the uterine issue (added as event). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('unusual and severe bilateral lower abdominal pain'), embedded device ('potential presence of particles of essure insert in uterine tissue'), device expulsion ('potential presence of particles of essure insert in uterine tissue') and device breakage ('potential presence of particles of essure insert in uterine tissue') in a 40-year-old female patient who had essure inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "insertion difficult on left side" on (B)(6) 2014 and device material issue "microscopic analysis of the implants after removal: tin scrap with a size of several microns" on (B)(6) 2019. The patient's medical history included parity 2 (2001 and 2006). Concomitant products included intrauterine contraceptive device (iud nos) for contraception. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced bartholin's cyst ("bartholin gland cyst detected"). In (B)(6) 2015, the patient experienced urinary incontinence ("urinary leakage"). In 2015, the patient experienced polymenorrhagia ("unusual frequent and heavy menstrual bleedings"), adenomyosis ("adenomyosis") and fatigue ("fatigue"). In 2019, the patient experienced procedural pain ("pelvic pain following essure removal"). On (B)(6) 2019, the patient experienced pes anserinus tendinitis ("tendinopathy of pes anserinus with medial bursopathy"). In (B)(6) 2019, the patient experienced autoimmune thyroiditis ("hashimoto disease"). On (B)(6) 2019, the patient was found to have uterine leiomyoma ("fibromyoma"). On (B)(6) 2019, the patient experienced decubitus ulcer ("bleeding probably due to bedsore"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion medically significant), device expulsion (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), back pain ("unusual and severe bilateral lower back pain"), headache ("unusual headaches"), disturbance in attention ("concentration problems"), speech disorder ("speech disorders"), memory impairment ("immediate memory impairment / memory disorder"), vision blurred ("blurred vision"), madarosis ("eyebrows loss"), onychomadesis ("nail loss"), alopecia ("hair loss"), tremor ("unusual and unexplained leg and thumbs tremors"), insomnia ("sleep disorders (recurrent insomnia)"), anxiety ("anxiety"), skin discolouration ("brown spot on the face"), musculoskeletal pain ("muscular and joint pain"), tendinitis ("repeated tendinitis"), dizziness ("dizziness"), burning sensation ("burning sensation"), paraesthesia ("tingling sensation"), arrhythmia ("heart rhythm troubles"), cognitive disorder ("cognitive troubles (concentration and memory)"), visual impairment ("vision disturbances"), menorrhagia ("menorrhagia"), metrorrhagia ("metrorrhagia"), dysmenorrhoea ("dysmenorrhea"), myalgia ("muscle pain in thighs"), aphasia ("difficulty finding the appropriate words"), dysuria ("dysuria") and granuloma ("granulomas"). The patient was treated with diclofenac diethylamine (anti inflammatory), levothyroxine and surgery (removal of the uterus and fallopian tubes and urine leakage treated with kinesiotherapy and surgery in (B)(6) 2016). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower, polymenorrhagia, headache, tremor, dizziness, burning sensation and paraesthesia had resolved, the embedded device, device expulsion, device breakage, uterine leiomyoma, adenomyosis, bartholin's cyst, urinary incontinence, disturbance in attention, speech disorder, memory impairment, vision blurred, onychomadesis, insomnia, anxiety, skin discolouration, musculoskeletal pain, tendinitis, menorrhagia, metrorrhagia, dysmenorrhoea, myalgia, aphasia, dysuria, pes anserinus tendinitis, procedural pain, decubitus ulcer, autoimmune thyroiditis and granuloma outcome was unknown, the back pain, fatigue and arrhythmia was resolving and the madarosis, alopecia, cognitive disorder and visual impairment had not resolved. The reporter considered abdominal pain lower, adenomyosis, alopecia, anxiety, aphasia, arrhythmia, autoimmune thyroiditis, back pain, bartholin's cyst, burning sensation, cognitive disorder, decubitus ulcer, device breakage, device expulsion, disturbance in attention, dizziness, dysmenorrhoea, dysuria, embedded device, fatigue, granuloma, headache, insomnia, madarosis, memory impairment, menorrhagia, metrorrhagia, musculoskeletal pain, myalgia, onychomadesis, paraesthesia, pes anserinus tendinitis, polymenorrhagia, procedural pain, skin discolouration, speech disorder, tremor, urinary incontinence, uterine leiomyoma, vision blurred, visual impairment and tendinitis to be related to essure. The reporter commented: essure insertion was performed on (B)(6) 2014 under general anesthesia: no difficulty on right side, passage impossible on left but then possible following intravenous injection of anti-inflammatory drugs 100 mg. 4 trailing coils on right and 2 on left. Duration of the hysteroscopy: 7 min. Removal of bartholin gland cyst and of iud on (B)(6) 2014 under general anesthesia. As per follow-up of 27-oct-2020: presence of tin particles in the tissue of adenomyosis were disclosed in oct 2019 (minapath examination). The patient requested medical expertise concerning the symptoms and systemic disorders she experienced, excluding adenomyosis and granulomas for which hysterectomy and salpingectomy were indicated, and also excluding the organ removal she underwent. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on an unknown date: good position of essure implants. Blood test - in 2017: no thyroid problems, no menopause. Blood thyroid stimulating hormone (mcu/ml) - on (B)(6) 2019: 1.83 mcu/ml. Hysteroscopy - on (B)(6) 2014: insertion of essure: 4 trailing coils on right and 2 trailing coils on left side essure insertion under general anesthesia: difficult on the left side: intra venous injection of 100 mg antiinflammatory drug. Magnetic resonance imaging - on (B)(6) 2019: to check potential adenomyosis and implants position. Results: focal adenomyosis lesion. Pathology test - in 2019: 34 nasca probably with endogenous origin, 3 iron oxide, 2 calcium oxide, 1 aluminium metal, 1 platinum metal. Except for platinum, the composition of the particles didn¿t correspond to the elemental composition of essure inserts.; in 2019: this examination didn¿t exclude the possibility of potential presence of particles of essure insert in the uterine tissue. Ultrasound scan - on (B)(6) 2019: tendinopathy of pes anserinus with medial bursopathy. Valsalva maneuver - on (B)(6) 2016: cervico-urethral hypermobility, slight decrease in closing pressure with no leak during. Evoked contributory factors were: urethral stenosis in association slight urethral instability. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-oct-2020: patient's initials updated, event granuloma added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('unusual and severe bilateral lower abdominal pain'), embedded device ('potential presence of particles of essure insert in uterine tissue'), device expulsion ('potential presence of particles of essure insert in uterine tissue') and device breakage ('potential presence of particles of essure insert in uterine tissue') in a 40-year-old female patient who had essure inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "insertion difficult on left side" on (B)(6) 2014 and device material issue "microscopic analysis of the implants after removal: tin scrap with a size of several microns" on (B)(6) 2019. The patient's medical history included parity 2 (2001 and 2006). Concomitant products included intrauterine contraceptive device (iud nos) for contraception. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced bartholin's cyst ("bartholin gland cyst detected"). In (B)(6) 2015, the patient experienced urinary incontinence ("urinary leakage"). In 2015, the patient experienced polymenorrhagia ("unusual frequent and heavy menstrual bleedings"), adenomyosis ("adenomyosis") and fatigue ("fatigue"). In 2019, the patient experienced procedural pain ("pelvic pain following essure removal"). On (B)(6) 2019, the patient experienced pes anserinus tendinitis ("tendinopathy of pes anserinus with medial bursopathy"). In (B)(6) 2019, the patient experienced autoimmune thyroiditis ("hashimoto disease"). On (B)(6) 2019, the patient was found to have uterine leiomyoma ("fibromyoma"). On (B)(6) 2019, the patient experienced decubitus ulcer ("bleeding probably due to bedsore"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion medically significant), device expulsion (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), back pain ("unusual and severe bilateral lower back pain"), headache ("unusual headaches"), disturbance in attention ("concentration problems"), speech disorder ("speech disorders"), memory impairment ("immediate memory impairment / memory disorder"), vision blurred ("blurred vision"), madarosis ("eyebrows loss"), onychomadesis ("nail loss"), alopecia ("hair loss"), tremor ("unusual and unexplained leg and thumbs tremors"), insomnia ("sleep disorders (recurrent insomnia)"), anxiety ("anxiety"), skin discolouration ("brown spot on the face"), musculoskeletal pain ("muscular and joint pain"), tendinitis ("repeated tendinitis"), dizziness ("dizziness"), burning sensation ("burning sensation"), paraesthesia ("tingling sensation"), arrhythmia ("heart rhythm troubles"), cognitive disorder ("cognitive troubles (concentration and memory)"), visual impairment ("vision disturbances"), menorrhagia ("menorrhagia"), metrorrhagia ("metrorrhagia"), dysmenorrhoea ("dysmenorrhea"), myalgia ("muscle pain in thights"), aphasia ("difficulty finding the appropriate words") and dysuria ("dysuria"). The patient was treated with diclofenac diethylamine (anti inflammatory), levothyroxine and surgery (removal of the uterus and fallopian tubes and urine leakage treated with kinesiotherapy and surgery in (B)(6) 2016). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower, polymenorrhagia, headache, tremor, dizziness, burning sensation and paraesthesia had resolved, the embedded device, device expulsion, device breakage, uterine leiomyoma, adenomyosis, bartholin's cyst, urinary incontinence, disturbance in attention, speech disorder, memory impairment, vision blurred, onychomadesis, insomnia, anxiety, skin discolouration, musculoskeletal pain, tendinitis, menorrhagia, metrorrhagia, dysmenorrhoea, myalgia, aphasia, dysuria, pes anserinus tendinitis, procedural pain, decubitus ulcer and autoimmune thyroiditis outcome was unknown, the back pain, fatigue and arrhythmia was resolving and the madarosis, alopecia, cognitive disorder and visual impairment had not resolved. The reporter considered abdominal pain lower, adenomyosis, alopecia, anxiety, aphasia, arrhythmia, autoimmune thyroiditis, back pain, bartholin's cyst, burning sensation, cognitive disorder, decubitus ulcer, device breakage, device expulsion, disturbance in attention, dizziness, dysmenorrhoea, dysuria, embedded device, fatigue, headache, insomnia, madarosis, memory impairment, menorrhagia, metrorrhagia, musculoskeletal pain, myalgia, onychomadesis, paraesthesia, pes anserinus tendinitis, polymenorrhagia, procedural pain, skin discolouration, speech disorder, tremor, urinary incontinence, uterine leiomyoma, vision blurred, visual impairment and tendinitis to be related to essure. The reporter commented: essure insertion was performed on (B)(6) 2014 under general anesthesia: no difficulty on right side, passage impossible on left but then possible following intravenous injection of anti-inflammatory drugs 100 mg. 4 trailing coils on right and 2 on left. Duration of the hysteroscopy: 7 min removal of bartholin gland cyst and of iud on (B)(6) 2014 under general anesthesia. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on an unknown date: good position of essure implants. Blood test - in 2017: no thyroid problems, no menopause. Blood thyroid stimulating hormone (mcu/ml) - on (B)(6) 2019: 1.83 mcu/ml. Hysteroscopy - on (B)(6) 2014: insertion of essure: 4 trailing coils on right and 2 trailing coils on left side essure insertion under general anesthesia: difficult on the left side: intra venous injection of 100 mg antiinflammatory drug. Magnetic resonance imaging - on (B)(6) 2019: to check potential adenomyosis and implants position. Results: focal adenomyosis lesion. Pathology test - in 2019: 34 nasca probably with endogenous origin, 3 iron oxide, 2 calcium oxide, 1 aluminium metal, 1 platinum metal. Except for platinum, the composition of the particles didn¿t correspond to the elemental composition of essure inserts.; in 2019: this examination didn¿t exclude the possibility of potential presence of particles of essure insert in the uterine tissue. Ultrasound scan - on (B)(6) 2019: tendinopathy of pes anserinus with medial bursopathy. Valsalva maneuver - on (B)(6) 2016: cervico-urethral hypermobility, slight decrease in closing pressure with no leak during. Evoked contributory factors were: urethral stenosis in association slight urethral instability. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.